Event description:
The cadd pumps are unexplainably shutting down when infusing home medications and giving the error message ¿no disposable, pump won¿t run¿. The pumps have been interrogated, when known, and have all been determined to be performing appropriately. Per the technicians setting up the pumps, it appears the design of the casette allows the tubing to migrate, which caused a disruption, and the pump no longer senses that the cassette is attached and then ultimately a shutdown of the pump with the error message.